Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient h3: analysis of the controller found replaced cracked/scratched/worn front case causing case separation, charge issues, power loss and blank/white display. Cleaned charger recharger connector. Excellent recharge status. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that they were having issues with their controller and the issue began yesterday. Pt reported the controller was not charging when plugged into the a/c power cord. Pt stated the controller port was working when plugged into the recharger. During the call patient removed the li battery pack and plugged the controller into the ac power supply, patient confirmed the controller did not power on. The issue was not resolved. An email was sent to the repair department to replace the controller and the a/c power cord. Patient reported they had to send back equipment 3 times. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID 97745 , serial# (B)(6), product type programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.